Event description:
It was reported that there was more volume than expected. The expected reservoir volume was 6 ml; the actual reservoir volume was 13ml. The volume was within acceptable variance. No pt symptoms were reported. Additional information received reported that the pt recently experienced symptoms of baclofen withdrawal (no pt symptoms were reported). A dye study could not be accomplished. A rotor study was normal. The catheter was replaced. No pt outcome was reported. The pt's pump contained baclofen, concentration and daily dose were not reported.